Manufacturer narrative:
The customer's product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
The customer's wife reported that the blood glucose test did not start upon application of blood on her husband's adc meter. The customer became hypoglycemic and self treated with a glucagon injection. The paramedics were not called and the customer was not taken to a health care facility. There was no report of death or permanent impairment associated with this event.